Event description:
During a kit inspection on 01/12/2009, the sales representative identified that the multi angle fixed drill guide was worn. Upon inspection of the complaint returned device it was found that the tip has a portion of the broken, folded and worn. There was no known patient or surgical involvement. The malfunction, broken tip, has been associated with an adverse event in the past.

Manufacturer narrative:
No patient involvement. Product is an instrument and not implantable. A review of the device history record indicates the device met specifications. Visual inspection shows broken and folded tip edges. The investigation concluded malfunction due to extended use of instrument. The instrument has been in service since 2001.